Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was below the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a cystocele repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while throwing the suture through the tissue of the second arm implanted. The location of the needle was not determined despite attempts through palpation. The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Analysis of the condition of the returned uphold (tm) lite with capio slim device could not confirm the complaint as reported. Visual inspection of the mesh assembly revealed that the suture on the blue dilator was broken. The dart was missing and was not returned. The blue dilator was tied in a knot and the suture attached to the blue dilator was tied in a knot. There was a tool mark on the suture and blood residue on the dilator. The blue with white stripe dilator was broken and the suture and dart were missing and not returned. However, capio slim suture capturing device was not returned for analysis. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that one similar complaint exists for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim device was used during a cystocele repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached while throwing the suture through the tissue of the second arm implanted. The location of the needle was not determined despite attempts through palpation. The procedure was completed with another uphold lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.